Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately 10 months after the implantation, the site reported that the patient experienced a driveline connector damage post heartware lvad implantation. The patient had experienced several alarms; the site inspected the driveline and noticed that the connector showed that two pins have been recessed. A driveline splice repair was performed by the field service engineer. The problem was resolved without patient injury. The product will be return for further analysis.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is report one of two reports (3007042319-2014-00457 and 3007042319-2016-02194) submitted for devices related to the same event.

Manufacturer narrative:
Hvad® pump (B)(4) was not returned for analysis as it remains implanted in the patient. The controller was not returned as it is still in use with the patient. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. A review of the controller log files associated with the event captured in (B)(4) confirmed the reported electrical fault' alarms that occurred on the day of the reported event. A heartware clinical engineer performed a visual examination which revealed that the two pin sockets in the driveline connector were recessed. The engineer performed a 'driveline splice repair' procedure to remediate the driveline connector issue. The repair was successful and no further electrical faults have been reported indicating that the recessed components in the driveline connector caused the electrical faults. The most likely root cause of the electrical faults experienced by the patient resulted from an intermittent driveline connection caused by recessed pin sockets in the driveline connector. Applicable risk documentation and experience with events of similar circumstances were considered; events with an intermittent electrical connection of the driveline are most often attributed to the driveline connector being subjected to a significant tensile force. This may result in recessed pin sockets which can potentially lead to a loss of electrical continuity. The most likely root cause of the electrical faults experienced by the patient is an intermittent driveline connection caused by recessed pin sockets in the driveline connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.